Event description:
It was reported that the patient's right ventricular (rv) lead exhibited elevated capture threshold. The physician opted to cap and replace the rv lead on (B)(6) 2021. The patient was in stable condition.